Event description:
It was reported that during the change out, the atrial lead showed low pacing impedance. The right ventricular (rv) lead was noted to be kinked in pocket with questionable integrity. There was no dysfunction noted and all measurements were stable. However, due to the patient's dependent status and the age of the rv lead, the physician elected to cap and replace the lead. Because of this the physician decided to leave the atrial lead in place. The atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024-58 lead 1996 (B)(6). (B)(4).